Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm alerted that the reading was 4.2 mmol/l. The patient did not experience any symptoms but went to eat something. After self-treatment the cgm reading did not change, and the patient went to the hospital. At the hospital the patient was treated with intravenous dextrose. No fingerstick reading was reported before treatment. When a fingerstick was taken after treatment, the cgm reading was low, and the blood glucose reading was 12.9 mmol/l. No further treatment was reported to be needed, and the patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values after treatment fall within the c zone of the parkes error grid. No additional patient or event information is available.